Event description:
It was reported to vyaire medical that the vela ventilator was having a burning smell. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.